Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a control panel error and the mainframe would not boot up. There was no pt injury or death reported.